Manufacturer narrative:
The device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. Probable cause is the disinfectant described used on the patient. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain details relating to harm. However, the clinical review has not established a causal link. Additional rmr is not required, file resided with the hull dqa team. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that on (B)(6) 2020, the patient had itchy skin and rash, no pain, no blisters, no pus on the second day after the dressing was replaced. After the skin was disinfected and cleaned with disinfectant with less irritation, the skin was topically applied with 5ml normal saline and 5mg dexamethasone injection, and the symptoms disappeared after three consecutive days.